Event description:
Per email from "(B)(6)," cnss, "I'm working with pts now and notice pump sn (B)(4) has a streak screen that makes it hard to confirm dose." Pt has backup pump to use. No adverse effect reported. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.